Event description:
As reported by the (B)(6) field clinical specialist, during initial access, the first pe-close was unable to seal and blood loss was noted around the access site. A decision was made to perform a cutdown to control blood loss. The 16 esheath+ was inserted without difficulty. The sapien 3 valve successfully implanted. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).